Event description:
It was reported that the magnet of the pt's internal device eroded through the skin. Use of the external equipment was discontinued. The internal device became exposed and was explanted. There are no signs of infection. The pt was also implanted on the contralateral ear.